Manufacturer narrative:
H2) additional information in section b5. H2) update made to additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a surgical delay of less than one-hour.

Manufacturer narrative:
H3, h6) the system was serviced in the field and no issues were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l3-s1 fusion, the l3 and l4 screws seemed to be lateral on the left side. After adjusting the arm to the right side, the screws were accurate, and upon returning to the left side, the screws remained accurate. No patient complications have been reported as a result of this event and there was no surgical delay time. Additional information was received. It was reported that the patient had larger facets and "everything actually looked fine" in the software. It was reported that upon further review, there were no present issues with the robot accuracy. The patient's larger facet joints were just a little troublesome. It was reported that the l3 screw was 2 millimeters (mm) mm lateral while the l4 screw was accurate upon confirmation with CT.